Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the right ventricular (rv) channel which was oversensed resulting in stored events. Isometrics were performed and the noise was able to be reproduced. Additionally, pacing impedance measurements had decreased to 250 ohms. A revision procedure was performed and the competitive rv lead was removed from service. No additional adverse patient effects were reported.